Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Manufacturer narrative:
Testing and investigation is complete. The device was not received. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined.

Event description:
General report received of an undocumented number of incidents of non deliveries. The secondary tubing sets were connected to luer activated valves connected to baxter primary tubing sets and were being used deliver unspecified volumes of sigma pumps. No specific pump programming parameters were provided. After unspecified lengths of time, the customer contact reported that the secondary infusions has not been delivered; however, the primary solutions were being delivered. No specific details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to any patient. No medical interventions were reported. No additional info was provided.